Event description:
On (B)(6) 2022, it was reported by an arthrex employee via email that a drill from an ar-1934-24ds bio-suturetak disposable kit, got stuck inside the guide and could not be removed. While attempting to remove it, the drill broke. A new product was used, and case was completed. This was discovered during a procedure on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-1934-24ds 2.4 mm bio-suturetak serial/batch number (B)(6) was received for investigation. No functional test was performed due that the drill is stuck inside the fastak spear shaft. Visual evaluation found that the drill is stuck inside the fastak spear shaft. More in depth evaluation found that the device's shaft is bent. The cause remains undetermined as the method used to prepare the bone as well as the bone quality encountered were not provided.